Manufacturer narrative:
Continuation of d10: product ID: 3889-28; lot#: va1ltv3; implanted: on (B)(6) 2018; product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. When called for compatibility, the caller mentioned the first implant worked really well for a year until they took a fall and knocked the lead off. The patient got the system replaced on (B)(6) 2019. Agent did not ask about the circumstances that led to the reported issue.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ltv3, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 11-nov-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. During the call, caller mentioned that the patient had a terrible fall in mid-march of this year, and they think it "probably dislodged the lead on s3." Caller stated the patient's husband started catheterizing the patient in the beginning of (B)(6) 2019 and continued to do so until the new ins was implanted (B)(6) 2019. Caller stated, "when she put it in, it worked beautifully up until the fall. Didn't have one problem, it worked like a charm. It was the best thing, the patient was on the moon. It was perfect, no more catheterizing." Caller thinks the fall "precipitated this whole downward spiral" with the ins. Caller stated that the lead is implanted on the left side of the patient's body, noting that the implanting hcp decided to leave that lead implanted and implanted another lead on the right side when the new ins was implanted. There were no further complications reported.